Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient was vomiting and his egv was around 180 mg/dl. He did not verify the readings with a glucometer. He was brought to the hospital where his blood sugar was checked via fs and found to be 360 mg/dl while his egv continued to show 180 mg/dl. He was given IV fluids and placed on an insulin drip until his levels stabilized. He stayed in the emergency room (ER) for approximately eight hours and was feeling better upon discharge. His mother could not recall his blood glucose value at that time. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the hospital. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.